Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation approximately 0.64mm x 0.53mm in size, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found mechanical indentation to the yaw pulley that potentially contributed to the damaged insulation of the conductor wire. The fenestrated bipolar forceps instrument also had mechanical indentations to the yaw pulley.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the instrument has not yet been received.

Event description:
It was reported that during central processing, the black insulation in the mouth area of the fenestrated bipolar forceps instrument was damaged. The procedure was completed with no reported patient harm, adverse outcome, or injury. Intuitive surgical (is) contacted the site to obtain additional information however, further details could not be provided.